Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the device was returned with blood visible in the inflation lumen. A longitudinal tear 14.5cm long was evident distal to the guide wire entry port. The distal shaft material at the tear site appeared jagged and protruded upwards. On pressurisation of the device, liquid was observed exiting the inflation lumen at the guidewire entry port. The device failed negative prep. The balloon failed to inflate or maintain pressure. Deformation was evident to the distal tip. No other damage was evident to the remainder of the device. Image review: image is a device in a plastic bag. Blood is visible in the balloon and distal shaft. It is not possible to determine the burst site in the image. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No issues were noted removing the packaging stylette during prep. Force was not used to remove the stylette. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An nc euphora rx ptca balloon catheter was used to treat a lesion. The device was inspected with no issues noted. Negative prep was not performed. It was reported that the balloon burst inside the patient vessel within nominal pressure. No injury has been caused and the patient is alive.